Event description:
It was reported that the ilet bionic pancreas lost connection to a dexcom g7 sensor, while the sensor continued to display data in the dexcom app, resulting in cgm signal loss to the ilet and potential interruption of cgm-driven insulin dosing. Symptoms included no reported adverse clinical effects. Outcomes included no reported medical intervention, emergency treatment, or hospitalization. Investigation included complaint review, user troubleshooting guidance, and evaluation for communication performance. Investigation of this case revealed a loss of wireless communication between the cgm and the ilet without evidence of device damage or malfunction of the sensor itself, consistent with a signal integrity or pairing issue. It was concluded that the event was attributable to intermittent cgm-to-ilet communication loss, and user re-pairing or local facility assistance was indicated to restore cgm data flow to the ilet.